Event description:
It was reported that a shaft break occurred. The 2.25 mm x 20.00 mm agent dcb was selected for use. However, during the procedure, the shaft was broken and the product was not used. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.